Event description:
The physician was using a sprinter legend rx balloon to pre-dilate a lesion in the proximal/mid right coronary artery (rca). When an attempt was made to deflate the balloon, it was not possible. After several unsuccessful attempts, the physician discarded the deflator and was unsuccessful in deflating the balloon with a leurlock syringe. It was decided to remove the inflated balloon along with the wire and guide. The device was inspected and negative prep was performed prior to use with no issues noted. Th patient is reported to be ok and no additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Results: root cause could not be determined. Evaluation summary: the device was received for evaluation. A haemostatic valve was loosely attached to the device. The balloon had been inflated. The hypotube was bent, wavy and kinked distal to the strain relief. The core wire was protruding from the inner shaft. A hardened, clear substance was present in the balloon and the inflation lumen. A small amount of blood residue was evident along the balloon and distal shaft. The catheter tip was stretched. The balloon bond was necked and stretched.